Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided wall adapter with a tandem provided charging pad and charging cable to charge the pump. Tandem technical support advised against using third party charging supplies to charge the pump. There was no reported adverse impact to the customer. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.